Manufacturer narrative:
(B)(4). Additional information: did the device lock out and no staples deployed or cut line started? Yes, the device locked out and firing was not done (no cut, no staple). Did the device start to staple and cut but could not be completed (partial fire)? No, the firing sequence could not even begin. Did the device fully cut and partially staple (incomplete staple line)? No. (Above) how was the case completed? The surgeon used another ntlc and the firing was completed. The analysis results found that the ntlc55 device was received in good visual condition and with a cartridge present. The cartridge was received fully fired. In addition the left fork was damaged, this damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the firing was not properly done. No patient consequences reported. One device and one reload will be returning.